Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to inadequate lead placement, which resulted in a poor response to stimulation. The left ventral intermediate nucleus (vim) lead was explanted, and a new lead was implanted in the same nucleus. The original implant had been placed in the internal capsule, causing side effects during stimulation. The symptoms described by the patient included intense jolt-like sensations during stimulation changes and hypersensitivity to stimulation-related adjustments. The new lead placement appears to be accurately targeted, and the patient is expected to respond well to stimulation without side effects. The new lead was implanted using different coordinates that required a burr hole cover (bhc) adjustment. The physician preferred to use a new bhc to ensure there would be no issues related to the removal of the new one. A full recovery is anticipated, as the patient appeared to be doing better following the revision procedure. The explanted devices will be returned to boston scientific for analysis. Additional information was received indicating that the explanted devices have been returned to boston scientific and are pending analysis.

Manufacturer narrative:
Correction to block: h11. B3: approximation - the patient had poor results from the beginning because the lead was positioned in the internal capsule. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 27690340. UDI: (B)(4).

Manufacturer narrative:
Analysis of the returned deep brain stimulation (dbs) linear lead visual inspection revealed that the linear lead was cleanly cut into two pieces approximately 23 cm from the proximal end of the linear lead. This type of clean cut is consistent with a standard explant procedure and is not considered a product failure. Because the lead body was severed, electrical testing could not be performed. No additional anomalies were observed in the returned portion of the linear lead aside from the cut. A review of product labeling confirmed that the reported event is a known risk associated with dbs use. Analysis of the returned deep brain stimulation (dbs) burr hole cover revealed no anomalies. A review of the device history record (DHR) confirmed that the device met all specifications prior to shipment. No manufacturing deviations were identified that could have contributed to the reported event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to inadequate lead placement, which resulted in a poor response to stimulation. The left ventral intermediate nucleus (vim) lead was explanted, and a new lead was implanted in the same nucleus. The original implant had been placed in the internal capsule, causing side effects during stimulation. The symptoms described by the patient included intense jolt-like sensations during stimulation changes and hypersensitivity to stimulation-related adjustments. The new lead placement appears to be accurately targeted, and the patient is expected to respond well to stimulation without side effects. The new lead was implanted using different coordinates that required a burr hole cover (bhc) adjustment. The physician preferred to use a new bhc to ensure there would be no issues related to the removal of the new one. A full recovery is anticipated, as the patient appeared to be doing better following the revision procedure. The explanted devices will be returned to boston scientific for analysis. Additional information was received indicating that the explanted devices have been returned to boston scientific and are pending analysis.

Manufacturer narrative:
Correction to block: h11. B3: approximation - the patient had poor results from the beginning because the lead was positioned in the internal capsule. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 37232700. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to inadequate lead placement, which resulted in a poor response to stimulation. The left ventral intermediate nucleus (vim) lead was explanted, and a new lead was implanted in the same nucleus. The original implant had been placed in the internal capsule, causing side effects during stimulation. The symptoms described by the patient included intense jolt-like sensations during stimulation changes and hypersensitivity to stimulation-related adjustments. The new lead placement appears to be accurately targeted, and the patient is expected to respond well to stimulation without side effects. The new lead was implanted using different coordinates that required a burr hole cover (bhc) adjustment. The physician preferred to use a new bhc to ensure there would be no issues related to the removal of the new one. A full recovery is anticipated, as the patient appeared to be doing better following the revision procedure. The explanted devices will be returned to boston scientific for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to inadequate lead placement, which resulted in a poor response to stimulation. The left ventral intermediate nucleus (vim) lead was explanted, and a new lead was implanted in the same nucleus. The original implant had been placed in the internal capsule, causing side effects during stimulation. The symptoms described by the patient included intense jolt-like sensations during stimulation changes and hypersensitivity to stimulation-related adjustments. The new lead placement appears to be accurately targeted, and the patient is expected to respond well to stimulation without side effects. The new lead was implanted using different coordinates that required a burr hole cover (bhc) adjustment. The physician preferred to use a new bhc to ensure there would be no issues related to the removal of the new one. A full recovery is anticipated, as the patient appeared to be doing better following the revision procedure. The explanted devices will be returned to boston scientific for analysis.

Manufacturer narrative:
B3: approximation - the patient had poor results from the beginning because the lead was positioned in the internal capsule.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to inadequate lead placement, which resulted in a poor response to stimulation. The left ventral intermediate nucleus (vim) lead was explanted, and a new lead was implanted in the same nucleus. The original implant had been placed in the internal capsule, causing side effects during stimulation. The symptoms described by the patient included intense jolt-like sensations during stimulation changes and hypersensitivity to stimulation-related adjustments. The new lead placement appears to be accurately targeted, and the patient is expected to respond well to stimulation without side effects. The new lead was implanted using different coordinates that required a burr hole cover (bhc) adjustment. The physician preferred to use a new bhc to ensure there would be no issues related to the removal of the new one. A full recovery is anticipated, as the patient appeared to be doing better following the revision procedure. The explanted devices will be returned to boston scientific for analysis.

Manufacturer narrative:
Correction to block: h11. B3: approximation - the patient had poor results from the beginning because the lead was positioned in the internal capsule. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 27690340. UDI: (B)(4).